Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedure sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water (mynxgrip instructions for use (IFU)). The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon proximal neck. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two 6f/7f mynxgrip vascular closure device (vcd) ruptures while pulling it back during used on the same patient. The deployer opened a third unknown device and it worked with no issues or harm to patient. There was no reported patient injury. The device was properly stored and opened in sterile field. The device was used in patient. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was femoral. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lost pressure during prep or patient use. There was a prior pta in the common femoral artery. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by deploying another mynxgrip. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of two 6f/7f mynxgrip vascular closure device (vcd) ruptured while pulling it back during used on the same patient. The deployer opened a third unknown device and it worked with no issues or harm to patient. There was no reported patient injury. The device was properly stored and opened in sterile field. The device was used in the patient. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was femoral. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure during prep or patient use. There was a prior pta in the common femoral artery. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by deploying another mynxgrip. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2023404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ were confirmed during the analysis of the returned devices. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as pvd and calcium, may have contributed to the reported events, as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of two related reports and the associated report numbers are 3004939290-2020-01943 and 3004939290-2020-01944.